Event description:
The customer stated, she was hospitalized for high blood glucose levels of 478 mg/dl. The customer stated, she changed the infusion set several times, but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the prime and displacement tests. In addition, the customer stated she was taking antibiotics for an infection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.